Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 254 mg/dl. Reportedly, the customer was using cold insulin as well as not cleaning the pump. Tandem technical support provided correct insulin labeling messaging as well as advised the customer to clean the pump. Customer replaced the pump supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: the pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. When cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.